Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the head section of the bed would not stay in an elevated position. A hill-rom service technician performed an investigation, and found the CPR assembly had the incorrect tension on the cable to cause the head to lower. He adjusted the cable to return function back to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.